Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to intermittent post-paced t wave oversensing was observed via merlin.net transmissions. The device was reprogrammed. The patient condition was not affected.